Manufacturer narrative:
(B)(4). Multiple attempts have been made to try to obtain the repair information but no response received from the customer.

Event description:
Covidien received information stating that an 840 ventilator had an unresponsive keyboard. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the keyboard. Covidien was not authorized to evaluate the device.